Manufacturer narrative:
The device has been returned for analysis. Product history review (phr) and device analysis are pending. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the 110 cm. 7 fr. Maxi ld 16 x 4 pta balloon catheter burst during the procedure before hitting nominal pressure. There was no reported patient injury. Additional information received: there was no other product issue noted either at the account, after the procedure, or prior to shipping for inspection. Another unknown balloon was used to complete the procedure successfully. Vessel characteristics reported as:  tight superior vena cava (svc) lesion. The balloon was removed in one piece from the patient when the catheter was removed. There was no difficulty removing the product from the hoop, or in removing the protective balloon cover. There was no difficulty removing the stylet or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the product into the patient. The device prepped normally.  Contrast media is unknown and contrast to saline ratio reported as 50/50. Inflation device used is unknown. The same indeflator was used successfully with other devices. There was no resistance/friction while inserting the balloon through the rotating hemostatic valve. There was no resistance/friction while inserting the balloon through the guide catheter. There was no resistance/friction with other devices.

Manufacturer narrative:
A device history record review was performed and showed that these lots of products met all requirements per the applicable manufacturing quality plan.  Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
Complaint conclusion: the 110 cm. 7 fr. Maxi ld 16 x 4 pta balloon catheter (bc) burst during the procedure before hitting nominal pressure. There was no reported patient injury. There were no other product issues noted either by the account, after the procedure, or prior to shipping for inspection. Another unknown balloon was used to complete the procedure successfully. The target lesion was located in the tight superior vena cava (svc) lesion. There was no difficulty removing the product from the hoop, or in removing the protective balloon cover. There was no difficulty removing the stylet or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the product into the patient. The device prepped normally. Contrast media is unknown and contrast to saline ratio reported as 50/50. Inflation device used is unknown. The same indeflator was used successfully with other devices. There was no resistance/friction while inserting the balloon through the rotating hemostatic valve. There was no resistance/friction while inserting the balloon through the guide catheter. There was no resistance/friction with other devices. The balloon was removed in one piece from the patient when the catheter was removed.   A non-sterile maxi ld 7f 16x4 110cm catheter was received coiled for analysis inside a plastic bag. Per visual analysis, the balloon of the catheter was received ruptured. An axial burst on balloon had occurred along from the proximal to the distal part of the balloon. No other anomalies observed. Functional analysis could not be performed due to the ruptured conditions of the balloon. Sem analysis results showed that the external surface presented evidence of scratches and abrasion marks near the balloon burst condition. The internal surface and marker bands did not presented any evidence of damages. No other anomalies were found during the analysis. No other anomalies were found during the sem analysis. A device history record (DHR) review of lot 17433991 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event.   The reported ¿balloon burst-at/below rbp (peripheral)¿ was confirmed through analysis of the returned device. However, the exact cause of the burst/ ruptured conditions could not be conclusively determined during analysis. Vessel characteristics were not provided; however, vessel characteristics are likely to have contributed to the burst reported due to evidence of abrasions noted on the outer surface during analysis. According to the instructions for use (IFU), ¿the rated burst pressure is printed on the package label. In vitro testing has shown that with 95% confidence, 99.9% of the balloons will not burst at or below the rated pressure.¿ neither the DHR review nor the product analysis suggests that the event experienced by the customer could be related to the manufacturing process; therefore, no corrective/preventive action will be taken.